Event description:
Customer received the following results on the go system within 10 minutes: 0.9 mmol/l, 1.1 mmol/l, 20.4 mmol/l, and 19.2 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).